Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was dropped and stepped and the pump touch screen became shattered and would not turn on. Customer is unable to interact with the pump due to the shattered touch screen. Customer's blood glucose was 134 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.